Manufacturer narrative:
A supplemental correction is being submitted. B.5 is being updated to included further information. H10 is being updated to include another battery additional products: d1: heartware ventricular assist system ¿battery; d4: model#: 1605de / catalog#: 1650de / expiration date: 30-sep-2019 / serial or lot#: (B)(6); UDI#: (B)(4); d9: no; h3: no, device evaluation anticipated, but not yet begun; h4: mfg date: 17-sep-2018; h5: no; h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: FDA device code(s):a0705 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was further reported that the battery that exhibited a power disconnect alarm also exhibited a critical battery alarm along with another battery. Both batteries remain in use.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation product event summary: one controller and two batteries were not returned for evaluation. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Log file analysis revealed four controller power up events with associated motor start events logged on (B)(6) 2021 at 20:44:39, on (B)(6) 2021 at 14:04:53, on (B)(6) 2021 at 22:33:51, and on (B)(6) 2021 at 21:24:24. The controller was without power for 35 seconds, 50 seconds, 63 seconds, and 19 minutes and 55 seconds, respectively. A safety alert word (saw) value involving second battery was recorded on (B)(6) 2021 at 20:45:16, indicating that a cell pair depleted below a voltage threshold. Review of the controller's alarm log file revealed that a power disconnect alarm involving second battery logged on (B)(6) 2021 at 14:05:14. Review of the alarm log file also revealed one critical battery alarm involving first battery logged on (B)(6) 2021 at 22:33:53, and four critical battery alarms involving first battery logged on (B)(6) 2021 between 21:06:33 and 21:17:33. During the recorded alarms involving first battery, a saw value was recorded indicating that a cell pair depleted below a voltage threshold. Additionally, one critical battery alarm was logged on (B)(6) 2021 at 08:03:27 involving second battery, due to the battery depleting below 10% relative state of charge (rsoc). As a result, the reported events were confirmed. The most likely root cause of the critical battery alarm involving second battery can be attributed to the patient allowing the battery to depleted below 10% rsoc. Based on the available information, a possible root cause of the reported power disconnect alarm and remaining critical battery alarms can be attributed, but not limited, to a battery malfunction. Based on the available information, a possible root cause of the losses of power can be attributed to a disconnection of both power sources, an intermittent disconnection on one or both power sources, and/or a battery malfunction. Additional products: bat316913 h3: yes h6: FDA method code(s): b15, b17 h6: FDA results code(s): c020701 h6: FDA conclusion code(s): d02 bat803817 h3: yes h6: FDA method code(s): b15, b17 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d11 investigation of this event is completed, and the file will be closed. If new information is received, the file will be re-opened, and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant prod (cont'd): 6935m62 defib lead, dtba1qq bi-ventricular defibrillator, 429878 and 5076-45 non-defib leads implanted on (B)(6) 2016. Additional products: heartware ventricular assist system ¿ battery. Model #: 1650 / catalog #: 1650 / expiration date: unk / serial or lot#: (B)(4). UDI #: asku. No. Device available for evaluation? No, device evaluation anticipated, but not yet begun. Mfg date: ujnk. Labeled for single use? No (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited an unexpected power loss. It was further reported that a power disconnect alarm was logged on a battery. The controller and battery remain in use. No patient complications have been reported as a result of this event.